Manufacturer narrative:
The device was returned for analysis with the burr catheter attached to the advancer unit. The advancer, handshake connections, sheath, coil, burr and annulus were visually examined and it was noted that the handshake connection was bent. The rotawire used in the procedure was not returned a test rotawire was inserted into the annulus of the burr and advanced the through the advancer. There was resistance due to the bent handshake connection. Functional testing was then performed by connecting the advancer to the rotablator control console. During functional testing, the device was able to reach and maintain optimal rpm without unusual performance from the wire. During functional testing, the brake was activated and prevented the rotawire from advancing or retreating when the foot pedal was pressed and the brake defeat button was not pressed down.

Event description:
It was reported that the advancer could not hold the guidewire. The 95% stenosed, 3.0mmx36mm target lesion was located in the severely calcified left coronary artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device malfunctioned and could not hold the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.

Event description:
It was reported that the advancer could not hold the guidewire. The 95% stenosed, 3.0mmx36mm target lesion was located in the severely calcified left coronary artery. A rotalink advancer was selected for use. During the procedure, it was noted that the device malfunctioned and could not hold the guidewire. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable post procedure.